Manufacturer narrative:
The device was not returned for evaluation. Therefore, this report is based solely on the information provided by the customer. A review of the complaint database revealed seven similar events against this device in the past two years leading tidi to redesign the male buckle of the product to mitigate the slipping issue from occurring while the knot is not present. The corrective action is being addressed via issue-2023-0064. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. Per the IFU: before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff. Discard if the device is damaged or if unable to lock. Additionally, the IFU warns: do not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. Without the return of the device, the reported issue could not be confirmed. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Manufacturer reference file (B)(4), h3 other text : product not returned.

Event description:
Customer is reporting a complaint on product 2532, lot# 3159t092. Customer reports that over the weekend multiple patients were able to self extubate because the restraints teeth did not grab or lock in when there was pull on the restraint.